Manufacturer narrative:
H3) no parts have been received by the manufacturer fora evaluation.  Codes: b17, c20, d15. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that there was an alleged inaccuracy during a case. The field representative (rep) reported that "the original registration used trace and columella touch point. The three dimensional (3d) model was edited to create a closed surface and autorefined. Verifying external landmarks was great. However, accuracy with the straight suction was off (2.9 millimeters (mm) and 3.5mm) except at the nasopharynx, where it was spot on. The rep then went back and removed the columella touch point and we received the follow registration value. The inaccuracies were worse (5mm). The rep went back and added more trace points. External landmarks were all accurate and multiple instruments were accurate at the nasopharynx. However, the site received many inaccuracies with multiple instruments (2.7 mm, 5.5 mm, 4.5 mm, 3.6 mm, 5.2 mm, 4.5 mm, 5.2 mm, 3.5 mm)." No known impact to patient outcome. There was a surgical delay of less than one hour. Medtronic navigation was not aborted.

Manufacturer narrative:
H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.